Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfile for the day of treatment showed no relevant error messages. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, scanner test, necessary energy, eyetracker and fluence test without any issue. The logfile showed a couple of successfully performed treatments. The user performed an energy check. The corresponding treatments were performed over two hours later. However, it is recommended, that an energy test is performed before each patient. The user treated the right eye first and than the left eye. The treatment for the right eye was performed successfully without interruption. During preparation of treatment for patient's left eye, a warning message occurred. It is not possible to see whether the user corrected the patient bed position or not in logfile. The treatment for the left eye was performed successfully without interruption. No technical problem could be identified during logfile review. A clinical applications specialist (cas) review reported that after femto-lasik treatment, residual astigmatism remained. The patient was treated with excimer laser on both eyes. The pre-operative manifest refraction for the left eye was +0.50 -3.00 x 005°. The post-operative refraction was done by an autorefractor only four days after the treatment and was -0.50-1.50 x 096°. The eye is still in a healing process and the refraction was done by an autorefractor so these values can not be considered as reliable. It is strongly recommend to wait an appropriate healing time and then to perform a subjective refraction to get reliable values. The treatment report of the excimer showed no anomalies. The laser ablation happened as intended. The technical evaluation showed that the laser was well within the specifications and that the energy check was not performed prior to the surgery, but only at the beginning of the surgery day. It is unlikely that this had a big influence on the outcome, but should be discussed with the user. Unfortunately, the files are incomplete and therefore could not be evaluated. The root cause could not be identified or determined conclusively. Logfile review showed no technical root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported a patient has residual astigmatism in both eyes post lasik. Additional information was received. The doctor thinks there is no problem with healing. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.